Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated results for troponin (accutni) results above the ami-cutoff on one patient's sample generated by the access 2 immunoassay system. The customer also obtained erroneously elevated creatinine kinase - mb (ckmb) and myoglobin results above the normal reference rang eon the same patient's sample. The sample was sent to an alternate lab which recovered "normal" results for all three assays. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Prior to running patient sample, the customer reported smelling an electrical burning smell. The customer was unable to determine where the smell was originating. No smoke or flames were reported. A field service engineer (fse) was dispatched on (B)(4) 2010. The fse inspected that the pressure board had shorted out and was replaced. The fse also replaced the peri-tubing, incubator belt and clips. A high sensitivity (hs) test and qc was performed and all testing passed within published specifications. Although hardware issues were addressed, no definitive root cause was determined.